Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that leakage occurred with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter, "the plastic barrel where the retraction button is located was cracked. During collection blood flowed into the tubing but not into the collection tube. When the collector retracted the needle to abort collection, blood flowed threw the crack in the plastic onto the patient and 39;s bed and body."

Manufacturer narrative:
Medical device type: jka, fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter, "the plastic barrel where the retraction button is located was cracked. During collection blood flowed into the tubing but not into the collection tube. When the collector retracted the needle to abort collection, blood flowed threw the crack in the plastic onto the patient and 39;s bed and body."